Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that at the end of surgery, the patient was found to have three full-thickness one-inch thermal burns along the vein harvest path on the left inner thigh following use of an endoscopic vein harvesting device. The burns were identified after drapes were removed. The leg was wrapped with an elastic bandage, and the wounds were documented for ongoing tracking, assessment, and treatment as needed. Attempts have been made and no further information has been provided.